Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation: freezor max cardiac cryoablation catheter; cryoconsole. Medtronic was made aware of this event through a search of literature publications. This information is based entirely on journal literature and subsequent follow up information obtained. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Referenced article: ¿coronary artery spasm during cryoballoon ablation in a patient with atrial fibrillation.¿ intern med advance publication doi: 10.2169/internalmedicine.9305-17.

Event description:
The literature publication reports the following patient complications while using a cryoablation balloon: the patient experienced st elevation, along with heart rate decrease and chest pain. Five minutes later, the st elevation depressed. IV medication of intra-coronary injection of nitroglycerin was administered, and the case was continued. The patient¿s blood pressure fell. Coronary artery spasm and stenosis was observed during the cryoablation procedure. Additional information obtained from the physician indicated that there was possible air ingress; however, the physician also stated that there was no air embolus shown on the coronary angiography (cag). The patient was discharged four days after the ablation procedure. No further patient complications have been reported as a result of this event.